Event description:
Following an uneventful novasure endometrial ablation on an anteverted uterus the physician did a hysteroscopy and saw "two puncture marks". A laparoscopy revealed "2 circumferential blanched areas on the uterus approximately 3 cms in diameter. Within each blanched lesion was a central cauterized area. The perforation was seen at the cornual region associated with the blanched artifact. There was a probable perforation at the fundus associated with the blanched serosa. There was also noted to be evidence of blanching along a portion of small bowel". A gastrointestinal (gi) surgeon observed the thermal injury to the bowel and felt it did not require resection. The patient was given antibiotics and discharged home. The physician reported on (B)(6) 2011 that the patient returned on (B)(6) 2011 in "acute pain". A computed tomography (CT) scan confirmed a perforated bowel and a bowel resection with end-to-end anastomosis was done. On (B)(6) 2011 the physician reported the patient "recovered well and was discharged home" (date unknown).

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Reference internal complaint (B)(4).